Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was dislodged and that there was undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.